Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one neonatal patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained and was tested on an alternate dimension vista 1500 instrument, resulting as higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, a head quarter support center specialist did not find an instrument malfunction. The customer stated to tsc that there was very little sample available for testing. The review of the photometer data indicates a lower absorbance associated with insufficient sample quantity in the small sample cup. The cause of the discordant, falsely low tbil result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.